Event description:
Provider noticed a small cylinder tube like plastic piece come off of the burr after it was drilled into the patient's knee. The piece was not recognized by anyone. The stryker vendor contacted his company and they said it was a part of the burr housing component that is able to be reprocessed and sterilized, but should not have come out into the patient.